Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determine

Event description:
It was reported that the patient¿s leads had migrated. As such, surgical intervention took place on (B)(6) 2024 wherein the leads were repositioned back to its original location to address the issue. Reportedly, therapy was confirmed post op.